Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal and liquid in the upstream occlusion sensor. Error code 42224 was revealed in the event history log. Functional testing was able to duplicate the reported problem. The dso sensor was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device emits the downstream occlusion alarm without reasons and without any fault observed. There was unknown patient involvement.